Manufacturer narrative:
UDI for gore® excluder® aortic extender component pla230300: (B)(4). UDI for gore® excluder® contralateral leg component plc181200: (B)(4). UDI for gore® excluder® trunk-ipsilateral leg component rlt231416: (B)(4). UDI for gore® excluder® contralateral leg component plc161200: (B)(4). UDI for gore® excluder® contralateral leg component plc161400: (B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore® excluder® aaa endoprostheses. Following the repair of the abdominal aneurysm, imaging revealed a type 1a endoleak and an aortic extender component was therefore deployed. The reason for the endoleak was reportedly not known and the size of the rlt231416 gore® excluder® trunk-ipsilateral leg component appeared to also have been correctly selected. Subsequent to the cuff deployment, the superior mesenteric artery was reported to have experienced a spasm. The extender component however did not cover that vessel and intra-operative imaging revealed that the type 1a endoleak persisted. The reason for the spasm of the superior mesenteric artery was likewise stated to be unknown. As the spasm of the superior mesenteric artery resulted in a reduced blood flow and as there was also not enough room to perform an additional stent procedure, the physician elected to convert the patient to open surgery. Initially recovered to the ward, the patient was transferred to the intensive care unit. On (B)(6) 2017, the patient was reportedly doing well.